Event description:
During preparation for use for a cardiopulmonary bypass procedure, the o2 sensor of the gas delivery system could not be calibrated. The user reported the surgical procedure was completed successfully. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.